Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to UDI medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The device was deemed unrepairable and was scrapped at UDI. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted an "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.